Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the aligners have damaged their teeth. They have had tooth loss and gum recession. The patient was examined by their dentist and found the patient's progress in her treatment with byte is nowhere near where it should be after two and a half years. Patient has a present mal-alignment in their teeth. The patient had waited so long in hopes of success in their treatment but there are multiple problems that are still present. Patient ceasing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.